Event description:
A trilogy evo, USA ventilator was returned to a third-party service center for evaluation due to a customer complaint for a ventilator service required alarm will not clear even after unplugging and plugging back in. There was no harm or injury reported. During the evaluation of the trilogy evo, USA device at the third-party 's service center the customer complaint is replicated. The device requires service as it failed sub test: system leak verification: pressure drop over 10s. There is no documentation of what component need to be replaced to address the issue other than the batteries and valves have been validated. Additionally, the device's blower assembly, blower bellows seal, blower mount, blower cap, machine flow sensor, blower chassis plate, tubing-system pca, tubing-blower chassis, tubing-fio2, and tubing-low flow o2 were replaced due to saline contamination. The cooling fan assembly and fan retainer were replaced due to dust contamination. The internal battery pack and particulate filter were replaced due to 4-year preventive maintenance requirements. The device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.